Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had a hypoglycemic episode, felt dizzy and collapsed, and went to the hospital. He was not able to provide information about who took him to the hospital or how he was transported. During this time the cgm was showing 74 mg/dl and a fingerstick bg was 44 mg/dl. He was unable to remember what treatment or medication was provided. He was later discharged in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.